Event description:
It was reported that the right ventricular (rv) had very high impedance readings. The rv lead was capped and replaced on (B)(6) 2024. There were no adverse health consequences, the patient was stable.